Event description:
Serf reported receiving results of a clinical study. Bone fracture and subsidence (revision).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Addition of lot number in section d4. Correction of product code in section d2b. Investigation conclusion: an event regarding periprosthetic fracture (leading to revision) involving an hype scl 2 lateralized cementless stem was reported. The reported device is an serf product. No non-compliance observed in this batch (B)(4) units marketed by serf in october 2011. No other complaints were recorded for this batch. No technical investigation: no product return - complaint related to a clinical study in the absence of further information, the cause cannot be established.

Event description:
No new information. Serf reported receiving results of a clinical study. Bone fracture and subsidence (revision).

Event description:
Serf reported receiving results of a clinical study. Bone fracture and subsidence (revision).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.